Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit powered itself off during use. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for detailed analysis. Based on the log file it could be confirmed that the device performed restart on the reported date of event. The error code logged at that time reveals that the root cause was a temporary deviation in a software routine which was solved by the restart. The device reacted as specified to the detected deviation by performing a software-controlled restart. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit powered itself off during use. There was no patient injury reported.